Manufacturer narrative:
The atlas controller is returning to arthrocare for investigation. Once the device investigation is completed, a follow-up report will be provided. A separate MDR report was filed on march 12, 2010 for the super turbovac with integrated cable arthrocare wand associated with this event. The MDR report number for the wand is 2951580-2010-00026.

Event description:
On (B) (6) 2010, the patient underwent an arthroscopic rotator cuff repair of the shoulder using a super turbovac with integrated cable arthrocare wand and arthrocare atlas controller. Immediately after surgery, it was noticed that the patient had developed a third degree burn 10 cm x 4 cm in size on the shoulder. The burn was treated with flammazine and antibiotics.